Event description:
On january 12, 2009, it was reported to boston scientific corporation that prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure performed on (B) (6) 2009. According to the complainant, water pressure appeared low on the prolieve thermodilatation system (refurbished). Approximately, thirty-fie minutes into the procedure, the system displayed the pressure as eight. There was water in the heat exchanger and no visible leak. The customer wiped the I/o board and the pump seemed to be functioning properly. There were no pt complications and the pt's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on (B) (6) 2009, revealed an MDR-reportable malfunction of physitemp being out of tolerance. This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to investigate the low water pressure issue. The pt data confirmed that the water pressure issue. The pt data confirmed the water pressure was low during the procedure. The pump head, watchdog timer and thermoelectric module were replaced. The prolieve thermodilatation system (refurbished) was then returned to the manufacturer for further testing. During functional analysis of the returned prolieve thermodilatation system (refurbished) there was a reboot error. The dimm (memory chip) was suspected as the cause of the error. Additionally, physitemp module 3 was found to be out of tolerance and replaced. (B) (4).